Manufacturer narrative:
Additional information: catalog number and lot number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated and a reduction screw that broke postoperatively. The closure top and screw were removed an replaced with an alternative closure top and screw to complete the procedure. This is report one of two for this event.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - six closure tops were returned and the one with the alleged failure was not identified. One closure top did exhibit abnormal witness marks consistent with incorrect construct installation, however, it cannot be known for certain this is the screw that backed out. Without further information, the cause of this failure cannot be determined as it is unknown if the patient underwent a traumatic event (such as a fall), if the construct was inserted incorrectly allowing the screw to back out or if the associated torque handle (which was not returned) was within calibration specification. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated and a reduction screw that broke postoperatively. The closure top and screw were removed an replaced with an alternative closure top and screw to complete the procedure. This is report one of two for this event.

Manufacturer narrative:
Catalog number: 07.02010.001 or 07.02011.001. UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00238.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated and a reduction screw that broke post-operatively. The closure top and screw were removed an replaced with an alternative closure top and screw to complete the procedure. This is report one of two for this event.